Event description:
Before implantation, the surgeon performed a patency test but water did not go through inside the shunt system. He used another stock item instead. He would like to know if it is occluded.

Manufacturer narrative:
The valve has not been returned yet. The results of the laboratory analysis of the valve will be sent to complete this incident report.